Manufacturer narrative:
Date of report: 12/sep/2018. Date received by manufacturer: 08/may/2018. The returned components were evaluated by phillips. A list of errors were verified, and it was determined that the printed circuit board assembly data acquisition was faulty. During evaluation, it was verified that the fan was faulty and need to be replaced. The equipment was dirty and required cleaning for operation. Replacement of the fan and flow sensor assembly returned the unit to working order according to the philip's specifications.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit has an error code message of machine and proximal pressure sensors failed. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.